Event description:
The customer stated that pt required defibrillation and received one shock, and then the device then alarmed for low battery. The device continued to alarm when plugged in. No information on pt status.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.